Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a lead set failure. All of the leads on the lead set failed to acquire a signal. There was no reported pt involvement.